Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" alarm that occurred during the initial drain of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp connected 2 patient extension lines to the patient line of the homechoice set after prime had already been completed. Tsc assisted hp in ending treatment early and advised the hp to setup with new supplies to complete the hp's therapy. Per rn, no patient injury or medical intervention was assoicated with this incident.